Manufacturer narrative:
H11: as the serial number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the encor driver kept sampling when error code 1005 driver button or contact stuck during initialization was displayed on the encor enspire. It was further reported that the encor driver button failed to respond when pressed. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the serial number is unknown and device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or video were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the unintended movement issue could not be determined based upon the provided information. Labeling review: the labelling/packaging review was not required as the reported event is not associated with a labelling, packaging, or use related issue. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the encor driver continued sampling even when the encor enspire displayed error code 1005 driver button or contact stuck during initialization. It was also reported that the driver button did not respond when pressed. There was no patient contact.